Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was hospitalized. Customer stated she received the wrong infusion sets and reservoir and she started to have high blood glucose and ended up in the hospital with diabetic ketoacidosis. Customer had 2 bent cannulas. Customer started getting high blood glucose levels on (B)(6) 2015; initial level was over 599 mg/dl, then at night it was 525 mg/dl. The next day was at 515 mg/dl. Blood glucose at the time of the emergency room visit was over 300 mg/dl. Customer experienced nausea and vomiting. Customer also reported the insulin pump has 2 cracks on the screen. One on the right of the battery indicator and the other on the left hand corner of the display. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.